Manufacturer narrative:
The device was returned for evaluation and the root cause for the failure was determined to be the result of the user not following the IFU. The physical evidence suggests that the failure was caused by levering the device during use. Levering the device and adding excessive load will cause the implant to break prematurely. The instructions for use were reviewed and were found to provide clear and thorough instructions for use such as:¿ caution: use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant.¿ the device and lot histories were reviewed and no ncrs or deviation were found. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a multiifx s peek anchor, the anchor broke during impaction. The broken anchor was removed, however it was necessary to drill a new bone hole to complete the procedure. There were no significant delays or patient complications reported as a result of this event.